Manufacturer narrative:
(B)(4).

Event description:
The patient had 2 leads (from the same lot) implanted as part of her drg stimulation system. It was reported the patient experienced a headache due to a cerebrospinal fluid (csf) leak. On (B)(6) /2016 the patient had a post-operative appointment where csf was observed to be at the lead incision site. Surgical intervention was undertaken and the leads were explanted. Patient later had replacement drg leads implanted and continues to follow-up with her physician.